Event description:
It was reported that during a procedure while using a ultrasonic scalpel, "the device had great difficulty getting it to pass the initial test and after 5 minutes the machine said, release jaw pressure. Jaws were not closed when this alarm occurred. It just kept saying the same thing and then said replace instrument." Laparoscopic scissors and cautery were used to complete the procedure. No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Inspection of the returned device revealed no biological material on the distal tip nor an indention in the teflon pad. The device was actuated multiple times and confirmed to have proper mechanical functionality. The device was then connected to a scalpel generator and appropriate hand piece. The scalpel was tested (by pressing the generator test button) and passed the initial testing. The device was able to successfully activate with the foot pedals and buttons (each button was tested ten times). Each time the min or max button was pressed, the device activated and at no time did the device fail to activate or stop working. Internal procedures instruct associates to perform a generator test on 100% of all fully assembled scalpels in order to ensure that only functioning instruments are packaged for sale. Since the device passed all function testing no definitive root cause could be determined. However, the facility¿s equipment (the hand piece used to connect the instrument to the generator and the generator itself) could not be evaluated. As the generator and hand piece work together to power the instrument, any failures of these pieces of equipment will result in the instrument not working properly. The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.